Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the liner from the shell. Because the liner dissociated, the head articulated against the shell and became damaged. A head and liner exchange was performed and screws were added to the in-situ shell. Rep confirmed that no further information will be released by the hospital or surgeon.